Manufacturer narrative:
Results: a sample was not available for evaluation, however, two photos were received for evaluation. A review of the provided photos confirmed the presence of foreign matter on the needle. Conclusion: without the actual sample to examine, it is difficult to definitively identify the foreign matter and how it was introduced. A potential root cause for the incident is improper placement of the filter paper. (B)(4).

Event description:
Dirty, white, sticky paper was observed on the 18ga x 1 1/2in bd¿ blunt filter needle.